Event description:
Distal tip of a dilator was noted to be broken off after coronary artery dilation. Two intraoperative xrays were taken. The broken tip was not found in the pt. The pt's condition is reported to be fine with no untoward outcome. This event type is occurring below the frequency and severity that are usual for this device.